Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she was having issues getting the insulin pump to work. She wasn't able to get the reservoir to fit in the device. Her blood glucose was 400 mg/dl. Customer was advised the reservoir she was attempting to use was to big for the reservoir. Customer then explained she mixed up her reservoir and no further assistance was needed. Customer is not returning the sensor for analysis.